Event description:
It was reported that the patient presented remotely via merlin.net experiencing an arrhythmia. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited an incorrect interpretation of signal, resulting in failure to deliver therapy. The arrhythmia converted naturally, and the ICD was reprogrammed. The patient was in stable condition.